Event description:
It was reported that pump screen was cracked, unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and replacement pump was provided.